Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. Their trial start date was (B)(6) 2024. It was reported that the patient was experiencing pain. The issue was ongoing. On (B)(6) 2024, stated the wire that goes into their back came completely out when they were changing the dressing. Patient stated they panicked and put it back in but doesn't know if it is in the right spot and can feel it in their left butt cheek. Patient stated they were going to see their healthcare provider (hcp) about the issue. The patient was redirected to their hcp to further address the issue. Patient called back and repeated that last night they pulled out the wire by accident as they thought it was part of the dressing. Patient said they pushed it back in and it hurts. Patient was redirected to their managing physician for medical assistance. Additional information was received. Patient stated their doctor won't do anything with the wire that was accidently pulled out. Doctor said they don't need to see the patient. Patient pulled the whole thing out and put it back in and they don't think it is working.